Event description:
Same case as 1649384-2013-00023 00026, 00024, 00022. It was reported that two days post-revision one screw had backed out and another screw was loose. The original surgery was l4-l5 laminectomy and tlif with posterior stabilization. One mont post-operatively it was noted via x-ray the left l4 set screw was backing out. Upon exposure, frank purulence was noted in the wound. The left l4 set screw was completed out of the screw. As well, it was noted the left l5 set screw was loose but remained in the screw. Set screws and rods were removed and replaced. Two days post-revision surgery it was noted on x-ray the left side of the construct had loosened again. Upon exposure it was noted the left l4 screw had backed out from original placement and the left l5 screw was loose. The screws along with the set screws and rods were removed and replaced.